Event description:
It was reported that the patients ipg was non functional. It was taking a longer time to charge and was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.